Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency related to the edwards valve.

Manufacturer narrative:
Based on the operative report provided by the health-care provider, "the washed valve was brought to the field and sutures passed through the sewing ring, the valve was securely seated, suture-tied and divided. Inspection revealed what appeared to be compromise of both the right and left coronary ostia with the seating of the valve. Therefore, the sutures were removed and all the pledgets were accounted for. The valve was intact. An enlarging incision was made between the non and right coronary commissure, dissected then and carried down towards the anterior leaflet of the mitral valve. The cormatrix bioprosthesis patch was then brought into the field, sutures onlay with running #4-0 prolene sutures. The annulus sutures were then replaced with interrupted pledgeted #2-0 ti-cron sutures again on the ventricular surface and placed with pledgets. The valve was brought to the field and the sutures passed through the sewing ring. The valve was securely seated , and the sutures were tied and divided. The right and left coronary were unobstructed at this point. The patch was carried out over the aortotomy." This event appears to be procedure related, as the surgeon indicated the compromise of both right and left coronary ostia with the seating of valve in the operative report. There is no information suggesting a device malfunction/quality deficiency or serious injury related to the subject valve. Therefore, no further actions will be performed.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.